Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon relates that anterior femur cut is notching. No notch warning from robot. No visible notch on plan. Case type: tka. But we have seen and visually corrected this complaint in cases since then. Even a cadaver lab last (B)(6).

Manufacturer narrative:
Reported event: an event regarding the software not providing a notching warning involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: device inspection could not be performed, no session data was provided. Three communication attempts were made. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding anterior femur notching without warning from the robot. There is 1 other reported event ((B)(4)). Conclusion: when a CT scan and segmentation is less than the minimum length required for the chosen size femoral component, the software cannot accurately calculate femoral notching. The minimum length of bone required to calculate notching on a size 8 component is 79.6mm, while this case had less than 79.6mm of bone segmented. This led to a notching warning being seen on a size 7, but not on a size 8. The data at this time shows that the rio operated as expected. No system defect or malfunction is suspected.

Event description:
Surgeon relates that anterior femur cut is notching. No notch warning from robot. No visible notch on plan. Case type: tka. Update (B)(6) 06/26/2017: but we have seen and visually corrected this complaint in cases since then. Even a cadaver lab last friday.